Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Customer reported that he tried to clear the alarm but kept getting a high pitch sound. Customer also reported that the insulin pump has an unresponsive keypad. Product is being returned and replaced.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No unexpected error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Unit was received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.